Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoid procedure, during the creation of anastomosis, 2 staplers were used. The anvil on the first device could not be mated with the trocar so another device was opened. Using the original anvil and the new handle, the device was fired. However, during firing, the anvil moved away from the instrument. The staple formation was poor, the donuts were incomplete, and the leak test failed. The procedure was converted to open in order to sew the staple line. The surgical time was extended for 1.5 hours due to the issue.